Event description:
It was reported to medtronic neurosurgery that during pre-implantation testing of a delta valve, the valve was found to be leaking. According to the report there was no patient contact and another device was used to complete the surgery. The patient's current status is normal.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon and reflux testing. However, it did not meet the requirements for pressure-flow, pre-implantation, and leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)